Event description:
It was reported that, "the inserter was only used 10-15 times and it is stripped and will not lock onto the stem."

Manufacturer narrative:
Summary of evaluation: the results of visual inspection confirmed that split collar was deformed in a superior direction consistent with improper mating of the stem and stem inserter. The stem was not fully seated in the insertion feature as indicated in the rejuvenate surgical protocol. The device manufacturing history record review for the reported lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Two non-conformances were observed. The first is the failure mode in which the split collar of the stem inserter is deforming due to improper seating of the stem in the insertion feature. The next is an inappropriate gaging design and tolerancing.